Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Previously implanted stent). The treating physician rated the occurrence as device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a lesion in the distal rca with des during which a coronary artery perforation type ii occurred (perforation length 20 mm, reference vessel diameter 4.0 mm). To stop the bleeding, prolonged balloon inflation was performed, but still a persistent bleeding was detected. The affected pk papyrus was introduced into the patient's body but "the stent was caught on the proximal stent and dislodged from the balloon into the distal rca". The delivery system was withdrawn. After an unsuccessful snaring attempt, the dislodged stent was crushed against the vessel wall with a nc balloon and eventually over-stented with a pk papyrus 4.0/20 which sealed the perforation successfully. The treating physician rated the occurrence as device-related complication.